Event description:
It was reported that the 9800 system had a problem with the steering during a work shop. Also the skin spacer was missing. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering was repaired and the during the service call. The system was tested and found to be working as intended, and put back into service.